Manufacturer narrative:
Additional information. The referenced (B)(6) 2015 pump exchange was reported under medwatch MFR report #2916596-2015-02372. Information regarding the initial neurological event was reported under medwatch MFR report #2916596-2015-02372. Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the severed portion of driveline was returned in 3 pieces. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed no evidence of denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. If it were present while the pump was operating, the deposition could have potentially contributed to the reported elevated ldh. A correlation between the findings of the evaluation of the pump and the reported tia could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis, hemolysis and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received which stated that the patient had multiple unreported admissions for pump thrombosis which was treated medically, with the last admission being between (B)(6) 2016. Of note, the original lvad was implanted in (B)(6) 2014 and was exchanged in (B)(6) 2015 due to thrombus. A cardiac CT on (B)(6) 2016 indicated that the outflow graft was externally obstructed. On (B)(6) 2016, an outflow graft revision procedure was performed and collagen material compressing the outflow graft was removed. Post surgery, the lactate dehydrogenase (ldh) level started rising again and the patient was treated medically with integrilin. The ldh level stabilized and the patient completed 5 days of treatment with integrilin. The ldh stabilized to approximately 750 u/l and the inr gradually increased to near the patient¿s therapeutic goal. On (B)(6) 2016, the patient was discharged home with a plan to monitor the inr/ldh as an outpatient. The inr remained stable after discharge; however, laboratory test results showed the patient¿s lactate dehydrogenase (ldh) was above 1000 u/l, having gone from 750 u/l to 990 u/l and 1084 u/l on unspecified dates. The patient was asked to present to the lvad center. Upon presenting to the lvad center, the patient had increased bilateral leg edema and weighed 10 pounds more than the regular weight. The plan was to exchange the pump on (B)(6) 2016; however, on (B)(6) 2016, the patient experienced unspecified transient ischemic attack symptoms and new left mid frontal involvement was noted. On (B)(6) 2016, the patient was returned to the intensive care unit. A pump exchange was subsequently performed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The explanted device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2016. Additional information was requested; however, none has been provided.